Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and based on x-ray images available, the reported event of ¿¿the proximal advanced locking screw was broken in half¿¿ could not be verified; and confirmed by hcp as well. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
As reported: "rep was notified that at 6-month post-op follow-up for a left alpha tibial nail, the proximal advanced locking screw was broken in half. As there are other screws holding the nail, and the bone fracture (which the nail was implanted to address) is healing, the surgeon has no current plan to revise the nail until/ unless any adverse affect occurs with the patient. At time of report, rep was not made aware of any patient complaints. "

Event description:
As reported: "rep was notified that at 6-month post-op follow-up for a left alpha tibial nail, the proximal advanced locking screw was broken in half. As there are other screws holding the nail, and the bone fracture (which the nail was implanted to address) is healing, the surgeon has no current plan to revise the nail until/ unless any adverse affect occurs with the patient. At time of report, rep was not made aware of any patient complaints. "

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report h3 other text : the device remains implanted in the patient.